Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the black box shows no activity outside of normal use. ¿loss of prime¿ warnings observed in black box are due either routine cartridge change or pump not being primed after rewind. The pump powers on with audible and vibratory sounds and displays verify screen. Pump passed ez-prime steps with no errors. A 24hr duration test was performed on the pump, no loss of prime events occurred during the duration test. The pump successfully completed a 29 hour flow accuracy test. Removed the pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. There was a crack near the case seal of the battery compartment was observed. Unable to duplicate the reported complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that her blood glucose was elevated over 500 mg/dl with symptoms of nausea after she did not awake to the repeated loss of prime during the night. At the time of the concern, the patient primed the subject pump and was able to administer self treatment with insulin. At the time of the call to animas, the patient remained on insulin pump therapy. During troubleshooting, the repeated loss of prime issue was not resolved with training. There was no product misuse. The subject pump was able to hold prime and deliver an air bolus. The subject pump was replaced and requested back for investigation. This complaint is being reported because the patient had elevated blood glucose over 500 mg/dl after the patient did not detect a loss of prime alarms during the night.